Manufacturer narrative:
See MDR 1920664-2010-00091 for the delivery device used with this intraocular lens.

Event description:
The haptic was bent as it came out the delivery device. The lens could not be centered, due to the haptic damage. The incision was enlarged to remove and replace the lens. A suture was used to close the wound.